Event description:
Hill-rom received a report from a hill-rom technician stating the pt's foot brake caster will not keep the bed from moving (brakes not holding). The bed was located in a hill-rom service center and not in use. There was no pt/use injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found during a between pt inspection of the bed that the caster was not holding due to worn brake pads. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.